Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent right atrial lead undersensing during stored atrial episodes. It was also noted the patient's intrinsic p waves were small. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.